Manufacturer narrative:
On may 25, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to have an area of missing material measuring 0.2 x 0.1 cm on the posterior view within a tear that extends to the anterior view, measuring approximately 13.6 cm microscopic examination was performed on the edges of the missing material and rupture, and no parallel striations were found in an area of the tear. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An evaluation was completed utilizing a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted; however no additional information has been provided. If further information is received, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On april 07, 2022, mentor received additional information that provided the date of explantation as (B)(6) 2022. Additionally, upon removal of the suspect medical device, a replacement device, a 375cc mentor smooth round moderate profile saline breast implant, was used. On (B)(6) 2022, the mentor analysis lab received the suspect medical device. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Furthermore, paperwork received with the device provided a patient identifier. Manufacturer¿s reference number: (B)(4).